Event description:
Customer reported the system has an intermittent high ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable, generator driver cable, and high voltage regulator board. System operates as intended. (B) (4).